Event description:
Drive medical has received a call from customer on an incident involving a 4-wheel power wheelchair imported and distributed by drive medical. It is alleged that the claimant went on the ramp at the bottom of the building, the chair allegedly fell back causing the claimant to go back. He did not fall out of the chair because he was wearing a seat belt. Claimant went to hospital a month later to have x-ray and found he had a broken rib. This MDR report is based on the information provided by claimant's wife.